Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed two pump reboots prior to a battery/cartridge change. During a visual inspection of the pump, the battery compartment was found to be cracked on the side at the threads; evidence of corrosion was observed in the battery compartment. The returned battery cap had stripped threads and was unable to fully attach to the pump; pump reboots occurred with the returned battery cap. A test battery cap was able to attach to the pump and was used to complete a 24 hour duration test; no power loss or reboots were duplicated during testing. A leak test was performed and a battery compartment leak was confirmed. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.